Manufacturer narrative:
The investigation into limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, the root cause of the limb ischemia issue was patient condition related with patient having small vessels in right femoral and fem-fem bypass resolved ischemia.

Event description:
The user facility reported a 61-year-old male on impella support had developed some obstruction on blood flow on right lower limb of impella insertion site due to very small artery. A femoral to femoral crossover bypass was done to maintain sufficient flow to the right leg and right lower extremities.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿